Event description:
It was reported that the device had unexpected battery longevity because elective replacement (eri) was indicated after only 4.5 years of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4): initially the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed the time of rrt was on (B)(6) 2012, when the device battery voltage indicated elective replacement and was less than or equal to 2.62 volts. The weekly battery voltage trend data showed a battery voltage equal to 2.64 to 2.62 volts between (B)(6) 2012. Two low battery voltage alerts were triggered on (B)(6) 2012. Concomitant product: 6947 implantable tachy lead. (B)(4).